Event description:
Pacemaker was under bsc advisory for hydrogen premature battery drain. Office interrogation on (B)(6) 2023 confirmed premature battery drain. Pacemaker generator change done on (B)(6) 2023.